Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple intermittent malfunction alarms occurred. Blood glucose (bg) was 82 mg/dl during the most recent event. There was no reported impact to bg due to past malfunction event. Reportedly, the customer continued to use the pump for insulin therapy.